Manufacturer narrative:
A manufacturer's product support engineer (pse) evaluated the device and could not reproduce nor confirm the reported issue. Although there was no reproducibility despite operation checking, the pse replaced the power supply as preventative measures against any recurrence. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer reporting the v60 ventilator was not alternating current (ac) powered when the power cord was plugged in. The device continued functions on battery power. The device was not in clinical use. There was no report of harm. A manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The pse exchanged the power cord and the issue persisted. Investigation is ongoing.